Manufacturer narrative:
An event regarding disassociation involving a gmrs extension piece was reported. The event was not confirmed. Method & results -device evaluation and results: not performed as no items were returned or evaluation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusions: the exact cause of the event could not be determined based on the information provided. Further information such as device identification and evaluation, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If the devices and/or additional information become available, this investigation will be reopened and re-evaluated.

Event description:
Per sales rep, there was a revision of the gmrs distal femur. The distal component became disengaged from the body and the taper separated. The surgeon had to revise the implant and reengage the tapers.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Per sales rep, there was a revision of the gmrs distal femur. The distal component became disengaged from the body and the taper separated. The surgeon had to revise the implant and reengage the tapers.